Event description:
We have a pediatric patient who's vivo 45 was not delivering breaths and patient became unstable due to this. The first alarms given were low mve, and one low pressure alarm but when the patient was decompensating no alarms were going off. Mom and dad did all possible troubleshooting. Mom provided bvm ventilation to the baby while dad changed out the full ventilator circuit and performed a pre use test which it passed successfully. He examined all sides of the vent; it was not the air bypass chamber that was loss which is typically the cause in this situation. They attempted to put the baby on the ventilator three times where each time, mom stated it was not giving her a full breath as normal. She stated the blue bar indicating vt on the ventilator was barley moving and the baby was retracting and turning blue. They went between bagging her and placing her back on this vent three times until they ended up just placing her on her backup vent and she was perfectly fine on that ventilator. I swapped out malfunctioning vent for a new one and took the malfunctioning vent back to the office. It again passed the pre use testing. I hooked it up to a test lung and it was delivering vt just fine. I did notice some inconsistencies possibly in rr and vt delivery like pauses or delay in vt delivery. I am going to get an RMA and ship this back to be looked at. Can you put in a ticket for this vent and possibly let us know what was found wrong with it? Sn: (B)(6).

Manufacturer narrative:
Breas concluded investigation of the device. The details of the investigation are below and included as an attachment. The investigation concluded that there was no fault found with the device. This will be the final submission for this report. Page 1 of 5 template: rec-002159 rev. 5. (B)(4). Investigation report: our reference: (B)(4). Your reference: n/a. Reporter: (B)(6). 1 event summary and background when was breas made aware of the event? September 24th, 2025. When did the event happen? September 24th, approx. 6am. When was the event discovered? During active treatment. Patient impact: no injury. Device model and serial#: vivo 45 ls, sn: (B)(6). Reporters description of the event: "we have a pediatric patient who's vivo 45 was not delivering breaths and patient became unstable due to this. The first alarms given were low mve, and one low pressure alarm but when the patient was decompensating no alarms were going off. Mom and dad did all possible troubleshooting. Mom provided bvm ventilation to the baby while dad changed out the full ventilator circuit and performed a pre use test which it passed successfully. He examined all sides of the vent, it was not the air bypass chamber that was loss which is typically the cause in this situation. They attempted to put the baby on the ventilator three times where each time, mompage 2 of 5. Template: -rec-002159 rev. 5. Stated it was not giving her a full breath as normal. She stated the blue bar indicating vt on the ventilator was barley moving and the baby was retracting and turning blue. They went between bagging her and placing her back on this vent three times until they ended up just placing her on her backup vent and she was perfectly fine on that ventilator. I swapped out malfunctioning vent for a new one and took the malfunctioning vent back to the office. It again passed the pre use testing. I hooked it up to a test lung and it was delivering vt just fine. I did notice some inconsistencies possibly in rr and vt delivery like pauses or delay in vt delivery. I am going to get an RMA and ship this back to be looked at. Can you put in a ticket for this vent and possibly let us know what was found wrong with it? Sn: (B)(6)." 2 investigations. Breas received the device on october 2nd, 2025. The investigation started on october 7th, 2025 and completed on january 1st, 2026. The investigation included the following activities: full log file investigation. Full functional testing. 2.1 inspection. Visual condition: device is in a used condition. Arrived without an air inlet filters. Accessories: carry bag, click-in battery, power supply+cord. Affixed labels: n/a. System time and date: device is on pacific time and 8 minutes behind. Firmware version: 5.1.5. Usage hours: 5414.4hrs. Internal battery: soh: 69% and soc: 23%. Mode and setting as received: page 3 of 5. Template: -rec-002159 rev. 5. Alarms as received: photos: page 4 of 5. Template: -rec-002159 rev. 5. 2.2 analysis of log file. This clip shows the treatment graphs start at approximately 6am on (B)(6) 2025. The graph shows that at approximately 6:14am, there was a large increase in the measured leakage, as well as a noticeable drop in the delivered pressure. The leakage jumped from around 20 l/min to just over 90 l/min and the pressure dropped from the set pressure of 25 cmh2o to around 13 cmh2o. This event continued for approximately 1 minute and 15 seconds. The low pressure alarm was sounding until the event was resolved. Treatment the returned to stable levels, matching what was programed on the device for about 2 minutes and 37 seconds until a second event occurred with high leakage and a drop in pressure. This second event lasted for about 1 minute and 32 seconds before treatment returned to the programed levels. The low pressure alarm once again sounded for this duration. Treatment continued as programmed for another 2 minutes before it appears the vent was taken off the patient and treatment was stopped. 2.3 calibration. As received: passed. After recalibration: n/a. 2.4 functions and alarms. Device passed all functional and alarm testing. 3 cause. Is the root cause confirmed? The cause appears to be from what could be described as two high leakage or possible disconnection events, which led to a drop in delivered pressure. Is the customer description confirmed or not? The description is not confirmed. The device operated as designed and alarmed when the event caused the delivered pressure levels to drop. The low pressure alarm sounded for both events. Page 5 of 5. Template: rec-002159 rev. 5. Probable causes with rationale. Possible leak or disconnection in the patient circuit. Causes that could be excluded with rationale. N/a. 4 risk assessment. This complaint does not represent a new risk. The device was found to have performed according to specification and passed all testing. Analysis of logs confirmed that the device alarmed appropriately during treatment. 5 conclusion and recommended actions. This investigation concludes that there is no fault found with the device. According to the log files, the device performed according to specification. The device did not cause or contribute to an adverse event. Report compiled by: (B)(6), service supervisor. Date of report: 1/6/2026.

Manufacturer narrative:
Breas is in contact with the reporter and investigation is ongoing.

Event description:
We have a pediatric patient who's vivo 45 was not delivering breaths and patient became unstable due to this. The first alarms given were low mve, and one low pressure alarm but when the patient was decompensating no alarms were going off. Mom and dad did all possible troubleshooting. Mom provided bvm ventilation to the baby while dad changed out the full ventilator circuit and performed a pre use test which it passed successfully. He examined all sides of the vent, it was not the air bypass chamber that was loss which is typically the cause in this situation. They attempted to put the baby on the ventilator three times where each time, mom stated it was not giving her a full breath as normal. She stated the blue bar indicating vt on the ventilator was barley moving and the baby was retracting and turning blue. They went between bagging her and placing her back on this vent three times until they ended up just placing her on her backup vent and she was perfectly fine on that ventilator. I swapped out malfunctioning vent for a new one and took the malfunctioning vent back to the office. It again passed the pre use testing. I hooked it up to a test lung and it was delivering vt just fine. I did notice some inconsistencies possibly in rr and vt delivery like pauses or delay in vt delivery. I am going to get an RMA and ship this back to be looked at. Can you put in a ticket for this vent and possibly let us know what was found wrong with it? Sn: (B)(6).

Manufacturer narrative:
Breas is in contact with the reporter and investigation is ongoing.

Event description:
We have a pediatric patient who's vivo 45 was not delivering breaths and patient became unstable due to this. The first alarms given were low mve, and one low pressure alarm but when the patient was decompensating no alarms were going off. Mom and dad did all possible troubleshooting. Mom provided bvm ventilation to the baby while dad changed out the full ventilator circuit and performed a pre use test which it passed successfully. He examined all sides of the vent, it was not the air bypass chamber that was loss which is typically the cause in this situation. They attempted to put the baby on the ventilator three times where each time, mom stated it was not giving her a full breath as normal. She stated the blue bar indicating vt on the ventilator was barley moving and the baby was retracting and turning blue. They went between bagging her and placing her back on this vent three times until they ended up just placing her on her backup vent and she was perfectly fine on that ventilator. I swapped out malfunctioning vent for a new one and took the malfunctioning vent back to the office. It again passed the pre use testing. I hooked it up to a test lung and it was delivering vt just fine. I did notice some inconsistencies possibly in rr and vt delivery like pauses or delay in vt delivery. I am going to get an RMA and ship this back to be looked at. Can you put in a ticket for this vent and possibly let us know what was found wrong with it? Sn: (B)(6).

Event description:
We have a pediatric patient who's vivo 45 was not delivering breaths and patient became unstable due to this. The first alarms given were low mve, and one low pressure alarm but when the patient was decompensating no alarms were going off. Mom and dad did all possible troubleshooting. Mom provided bvm ventilation to the baby while dad changed out the full ventilator circuit and performed a pre use test which it passed successfully. He examined all sides of the vent; it was not the air bypass chamber that was loss which is typically the cause in this situation. They attempted to put the baby on the ventilator three times where each time, mom stated it was not giving her a full breath as normal. She stated the blue bar indicating vt on the ventilator was barely moving and the baby was retracting and turning blue. They went between bagging her and placing her back on this vent three times until they ended up just placing her on her backup vent and she was perfectly fine on that ventilator. I swapped out malfunctioning vent for a new one and took the malfunctioning vent back to the office. It again passed the pre use testing. I hooked it up to a test lung and it was delivering vt just fine. I did notice some inconsistencies possibly in rr and vt delivery like pauses or delay in vt delivery. I am going to get an RMA and ship this back to be looked at. Can you put in a ticket for this vent and possibly let us know what was found wrong with it? Sn: (B)(6).

Manufacturer narrative:
Breas is in contact with the reporter and investigation is ongoing.